Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated that they could see 255 and 236 when they were performing the measurement. The customer had replaced the batteries. The customer reset the date and time on the meter. The customer performed a display check. The customer stated that the display was darkened more than usual and that they were not able to see the three "8s" unless the meter was turned upside down. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated by liquid. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device.